Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after fixing the hernia defect in a laparoscopic inguinal hernia repair, patient was complaining about the chronic pain where mesh was implanted. The patient is been sent to do scanning to locate the right reason for pain in inguinal area.